Event description:
It was reported that the insulation on the right ventricular lead was worn at approximately one third from the proximal end and the lead exhibited noise. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that an abrasion on the proximal insulation at 15.9 cm from the connector pin was consistent with that produced by friction to the pacemaker can.